Event description:
The customer reported via phone call that he was working under the rain and the insulin pump was exposed to moisture. The customer received a battery out limit alarm and was not able clear it. He also mentioned the display seemed foggy. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was unable to verify the battery out limit alarm and button keypad anomaly due to the blank display. The device had minor scratched display window and broken reservoir tube lip.